Manufacturer narrative:
A carefusion field service engineer (fse) was dispatched to evaluate the ventilator. The fse was unable to duplicate the customer¿s reported problem. The unit was verified to meet all manufacturer specifications; fio2 was verified within specification. Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that an avea ventilator screen indicated 100% leak and the fio2 (fraction of inspired oxygen) was reading 10% less than or not matching the set fio2 level. The customer reported that the ventilator was in use on a baby when the issue occurred. The baby was removed from the ventilator and placed on another ventilator. No harm to the patient, associated with the event, was reported to carefusion.